Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed stent damage. Two rows in the first distal row were slightly lifted. The balloon was tightly folded with the stent implant secured between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 16x3.0mm taxus liberte device was advanced to the lesion and it was noted that the stent frayed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 16x3.0mm taxus liberte device was advanced to the lesion and it was noted that the stent frayed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.